Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker and associated right ventricular lead exhibited noise and oversensing which resulted in multiple inappropriate shocks. The system was explanted and replaced. No additional adverse patient effects were reported.